Event description:
It was reported that the pt was unable to turn on / off the ipg using the magnet. A stronger magnet was unable to resolve the issue. The ipg could be turned on / off using the pt programmer. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.